Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from service after foam remediation but still shows contamination. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from service after foam remediation but still shows contamination related to a ventilator's sound abatement foam. There was no patient harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found significant amounts of black particulate matter resembling deteriorated black foam in the blower subassembly, blower transition tube and in the unit flow straightener, evidence of a black particulate matter in the bacteria filter which resembles deteriorated black foam, a small amount of black foam particulate was noted on the rear portion of the enclosure in between the air path foam and the rear enclosure. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was observed in this device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received an allegation that a device was returned from service after foam remediation but still shows contamination. There was no patient harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The accusation of still having foam contamination after remediation has resulted in a finding of significant amounts of black particulate matter resembling deteriorated black foam in the blower subassembly, blower transition tube, and unit flow straightener. The bacteria filter used during the operation of the unit showed evidence of black particulate matter in the filter, which resembles deteriorated black foam. A small amount of black foam particulate was noted on the rear portion of the enclosure in between the air path foam and the rear enclosure. During the investigation, secondary findings have been observed in the unit during operation and testing, such as a faulty active exhalation control module, a faulty mt5 flow sensor on the sensor pca, and a faulty relay in the nurse call circuit on the interface pca. Details of these failures can be found in the investigation portion of this evaluation. Section h4 device manufacture date were captured incorrectly in the previous report. It has been updated in this report.